Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a 3 ml bd syringe with bd luer-lok¿ tip leaked containing 0.5% marcaine at the connection. The user was exposed to the medication and there was a reoccurrence of the event. However, there was no report of injury or medical intervention.

Manufacturer narrative:
Sample was received labeled for complaint #(B)(4), no sample (including photo) was received for evaluation of this complaint. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. DHR review for batch 7267912 (p/n 309657): manufacturing dates: 10/06/2017 to 10/07/207. Batch quantity was (B)(4). Assembly records were reviewed as part of this DHR review. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 7267912 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Bd canaan was not able to duplicate or confirm the customer's indicated failure. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.